Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider reported patient¿s weight was (B)(6) and instructed the device should be returned to manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via the rep. The rep reported that the patient's hcp performed a culture and it came back positive for (B)(6). The rep reported that the device would be returned by the hospital.

Manufacturer narrative:
Continuation of medical : product ID 3889-33, lot# va1km8y, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a hcp via a rep regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient became infected. The hardware was removed, and the wound was debrided. Patient was administered ant ibiotics by her healthcare professional (hcp) and patient was advised to follow up with the hcp in two weeks. No further symptoms reported. No device complications reported/anticipated